Manufacturer narrative:
(B)(4). Date sent: 1/7/2026. D4: batch # unk. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with the loose broken staple height selector, both bearing detached, however only one was returned. Also, the channel shroud was damaged. The damage on the channel shroud is consistent when the closing latch is opened beyond its stop position. Please reference the instruction for use for more information. A sr75 reload was received loaded on the device and it was received fully fired with a slight damage on the reload deck. During the visual inspection, the anvil shroud showed locks damaged that support the metal body anvil to shroud causing the easy movement of the metal body, and this condition most likely caused the detached bearing and the staple height selector damaged. Additionally, the anvil was detached all anvil posts were damaged as if the anvil was pulled out off the device. Due to the condition of the device no functional test was performed. Based on the condition of damages observed in the device the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No patient involvement or adverse outcomes were reported. As part of the quality process, each device is visually inspected and functionally tested during manufacturing to ensure it meets required specifications prior to shipment. Users are advised to reference the instruction for use for proper device handling and to ensure that no hard obstructions are present when placing the device on tissue. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review. A manufacturing record evaluation was performed for the finished device lot 483d99, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Could you please clarify if there were any patient consequences? Ans: no. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Ans: no. Right hemicolectomy (open surgery). 1st firing couldn¿t be completed, hcp commented tissue wasn¿t thick that would render it to be unable to fire. No indication that staff loaded the stapler reload improperly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right hemicolectomy (open surgery), cannot be fired. No patient consequences were reported.